Manufacturer narrative:
It was reported that a patient was sitting on the edge of the progressa bed and leaning against the siderail when the siderail broke and the patient fell. No patient injury was reported by the customer. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. Siderails may serve several beneficial uses including providing an edge reminder, bed exit assist, and access to caregiver interface and patient controls. The use of siderails also may provide a sense of security. Siderails should always be in the upright and latched position when the bed is in the chair position. The use of siderails in the bed position should be determined according to patient need after assessing any risk factors according to the facility protocols for safe positioning. In this event, a patient fall occurred, and no injury or medical intervention was reported, concluding a serious injury did not occur. It is noted in the complaint record that this event was reported to baxter in error. The hospital¿s process is to contact agility first and if additional assistance is needed, agility contacts baxter. For this reason, baxter did not perform an inspection of the bed. Attempts were made to obtain agility¿s inspection results from the customer; however, to date, no response has been received. The cause of the event is undetermined but possibly related to misuse. If the reported event were to recur, it would be likely to cause or contribute to a death or serious injury. The complaint will be reassessed if additional information is received.

Event description:
It was reported that a patient was sitting on the edge of the progressa bed and leaning against the siderail when the siderail broke and the patient fell. No patient injury was reported by the customer. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).